Event description:
It was reported that the pump was vibrating, but alarm sound was not annunciating. Customer reverted to an alternate method of insulin therapy. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.